Event description:
Blood got in to the header of the device. Unable to remove blood. Per attending discretion opted to use new device. No injury to patient. Manufacturer response (as per reporter) for biv aicd, biv aicdawaiting response.

Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 135 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.